Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 24 mm, and the length from the proximal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck was 150 mm. On the contralateral side, the external iliac artery was reported to be tortuous with a "pigtail" turn. The iliac limb was inserted through a 16 french sheath, but the device would not deploy. Another 16 french shealth and another iliac limb of the same size were used without difficulty. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. No clinical sequelae were reported, and the patient is reported to be fine.